Event description:
It was reported that "one adaptor had no conductivity found when conmed representatives visited the facility".

Manufacturer narrative:
The actual device was found by conmed representatives on 08/22/08 at the facility. Device has been returned to conmed for investigation. When the engineers report has been completed a supplemental report will be filed.